Event description:
It was reported that during a lap cholecystectomy, a clip dropped from the jaws when the device was used on the cystic artery at the 2nd firing. The dropped clip was retrieved from the body. Although the doctor tried to grasp the trigger to feed a clip, the trigger was unusually hard to grasp. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Dropped from jaw. Was any unexpected resistance felt while firing the trigger? Yes. Did anything unexpected happen prior to this incident? No the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. It could not be determined what may have caused the dropping or ejecting clips issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.